Manufacturer narrative:
This report is submitted january 31, 2017.

Manufacturer narrative:
This report is submitted on november 11, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient sustained an impact to the head and subsequently developed swelling and an infection at the implant site. Treatment with topical and oral antibiotics were unsuccessful, resulting in extrusion of the receiver stimulator through the skin flap (date not reported). Subsequently, the receiver stimulator was explanted on (B)(6) 2016, and the electrode array was left in-situ to preserve the cochlea for future implantation.